Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be returned to determine the exact root cause of the event. However, based on the past complaints, it is observed that most common cause of failure is user related, when a surgeon tries to apply too much of force (torsional and bending) on the drill to appreciate through the bone. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that 3 drill bits broke off during a distal radius surgery. The surgery was completed with a replacement.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that 3 drill bits broke off during a distal radius surgery. The surgery was completed with a replacement.